Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
Information received from a consumer regarding an implantable neurostimulator (ins). The indication for use included post lumbar laminectomy syndrome. The patient reported a loss of therapy and didn't think the implant was working. The patient reported a broken knee. The patient checked their device with their patient programmer and stimulation was off. Stimulation was turned on, but this did not resolve the patient's issues. After turning stimulation up, the patient started feeling it in their knee, but this was not as adequate of coverage as in the past and it was set at a much higher level. The patient also stated that they had back problems in 2008. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If more information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that the step taken to resolve the lack of therapeutic effect included receiving help from a manufacturing representative (rep) that told the patient that she was not putting the stimulator up enough for it to work.